Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) occurred on the non-boston scientific right atrial (ra) lead of this pacemaker system due to a spike in pacing impedance to a high out-of-range pace measurement. At a clinic check, pacing impedance measurements were within normal range, but did increase with isometrics. When in the unipolar configuration, oversensing of myopotentials was noted on the device electrogram; this noise was not reproducible with isometrics. The patient does not require pacing in the ventricle. The health care provider opted to reprogram the pacemaker and ra lead to unipolar pacing and bipolar sensing and continue to monitor. This product remains in service. No adverse patient effects were reported.